Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the second for this issue. The device history record shows the product was released per specifications. An used anterior pack was visually inspected and the pump elastomer was slightly lifted in returned condition. The pump elastomer was inspected and yellowish surgical residue was observed on the elastomer and accumulation at the drain port pathway indicating reuse. It is noted in the file that the customer did not reprocess or reuse the samples; however, since surgical debris was found in the cassette housing this suggests otherwise. It has been found in lab testing that excessive use of any single use product may contribute to functional breakdown. The directions for us (dfu) states the products are validated for single use only and should not be reprocessed or reused. The cassette was placed on a console for functional testing and the sample could tune and prime with no leakage observed from the pump elastomer. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. An integrity elastomer air burst test was also performed and the sample functioned within specifications. A full functional and performance test was performed. The ball in the drip chamber¿s check valve moved freely per specification. The sample could prime and tune successfully. The irrigation and aspiration pressure were within specification. No message code appeared on the screen. Fluid flowed from the balanced salt solution to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. The root cause of the customer's complaint is related to reuse of the device indicated by surgical residue found during the inspection. While the sample could prime during testing, reuse of the device could have caused or contributed to the customer's experience. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. No action will be taken for this occurrence, as the root cause is related to customer reuse of the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the cassette leaked during testing. The planned procedure was performed and completed after replacing the product with another. There was no harm to the staff. No additional information is expected.